Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the "(B)(4)" barcode on the bd microlance¿ hypodermic needle label did not match the "(B)(4)" barcode registered in the customer's database. This was noted prior to use. The following information was provided by the initial reporter: "when product arrived to the customer there was an issue with receiving registration. The barcode on box label does not correspond with previously delivered products and what is registered in the customer's database. Barcode on label: (B)(4). Corcode in database: (B)(4)".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 200212 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the barcode on the label was found to list 30382903017509. This information is accurate and therefore, no defect could be identified.

Event description:
It was reported that the "30382903017509" barcode on the bd microlance¿ hypodermic needle label did not match the "5038290301750" barcode registered in the customer's database. This was noted prior to use. The following information was provided by the initial reporter: "when product arrived to the customer there was an issue with receiving registration. The barcode on box label does not correspond with previously delivered products and what is registered in the customer's database. Barcode on label: 30382903017509. Corcode in database: 5038290301750".